Event description:
Codman intracranial pressure (icp) monitor not reading correctly resulting in neurosurgeon to troubleshoot and replace monitor, unable to read patient's icp for duration of malfunction.